Manufacturer narrative:
On 10/07/2015 the field service engineer (fse) found multiples failures in the instrument. The diffs weren't being generated due to a malfunction in solenoids 58 and solenoid 59 on manifold 15 (mf15). The fse replaced mf15 (which contains those two solenoids) to resolve the diff issue. The latron was not aspirating properly and was caused by solenoid 22 (sl22) not energizing. The cause of sl22 not energizing is attributed to the wiring harness in the bsv. The fse replaced the wiring harness to resolve the latron aspiration issue.the repairs were verified per established procedures. (B)(6).

Event description:
The customer reported incomplete differentials on the coulter lh500 hematology analyzer. No diff results were being generated. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.